Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and the problem could not be confirmed through testing or visual inspection. Functional testing showed normal operation, although erbe internal logs revealed error c-84. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure using an xi system, the erbe energy output was weak although no error appeared. The issue was reported to the technical support engineer (tse) after completing the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended that the caller check the energy settings, but the caller was not in the operating room (or) at the time. The procedure was already completed using an external generator. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure could not be continued with the same iesu erbe generator due to low output, so the clinical nurse switched to a third-party generator to complete the case.